Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the right eye on console 1 was black. The customer elected to proceed using console 2 and perform troubleshooting once the procedure was completed. The customer hard-power cycled the console and reseated the blue fiber cable. The customer stated the blue fiber cable has a blue led above it, and she still has no video in the right eye. The customer decided to swap out the console for the next case. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced two high resolution stereo viewers (hrsv) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.